Event description:
Caller reported a malfunction alarm related to cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the caller successfully carried out the reset, resulting in the sensor session starting without further error codes.